Event description:
Needle driver from cook femoral artery catheter tray ref# c-npmsy-501j-15 and ref # g13531 broke with minimal pressure. The procedure was complete and there was no patient harm or compromise associated with the equipment breaking.